Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: iop elevation from baseline, is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed and it was noted there was patient injury as there was a slight increase in intraocular pressure. A replacement lens was later implanted and the problem was resolved. The cause of the event was reported as the device "lens damage (footplate)".